Event description:
Rptr has had multiple problems post implant, including difficulty breathing and swallowing, drooping eye lids, muscle weakness, mouth and nose sores, dry mouth and eyes, decreased vision, increased fatigue, enlarged thymus gland, and myastenia gravis. Rptr is going to have implants removed soon.